Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had to use the emergency release procedure in order to get the capsule to detach from the delivery device. There was no patient or user harm.